Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofiberscope suction was not working during reprocessing. There were no reports of patient involvement. Onsite inspection found the bronchoscope suction valve was defective and had loose contact.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h6, h11. The event reported by the customer were resolved through on-site repair, and the device in question has not been returned by the customer. A review of the complaint history found no trends that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.